Event description:
Caller reports obtaining results of 170mg/dl and 77mg/dl back to back on the same device. No adverse event reported. No strip information provided and no quality controls were used. Requested return of suspect device and replacement was sent.